Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection and the pocket site became red and swollen. The implantable pulse generator (ipg) was explanted and the leads were capped. The patient then received a leadless ipg. No further patient complications have been reported as a result of this event.